Event description:
During a tricusipid valve replacement, the surgeon was suturing the valve in place and struck the valve's pivot guard with a needle holder. As a result, the valve's pivot guard chipped. The chip was not recovered and its location was unk; however, the pt experienced no consequences as a result. Another 19 mm sfm valve was implanted.